Event description:
It was reported the patient had the implantable neurostimulator (ins) removed on (B)(6)-2012. The ins was not working. The device was reset to factory settings, but the battery was reading low or end-of-life (eol). It was noted this was not normal battery depletion. It was noted there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the neurostimulator (serial # (B)(4)) revealed no significant anomaly; the battery was at normal end of life.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.